Event description:
A customer reported the wbc bath on their act diff2 instrument overflowed about 3 oz. Which was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced a malfunctioning waste pump to rectify the bath overflow issue. In addition, the fse found the hgb failing startup most likely due to the wbc bath overflow. He replaced the hgb lamp, lens, & sensor. The main board was also replaced to get the hgb voltage / gain within specifications. Upon recur the failure mode identified is likely to cause erroneous rbc & wbc results due to improper bath drain. (B)(4).